Manufacturer narrative:
The event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient underwent an unrelated surgery, in which the device was not placed into surgery mode. Patient and a field representative attempted to reconnect to the ipg but were unable to do so. Patient may undergo surgery to resolve the issue.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.